Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an out of range (oor) shock impedance measurement; however, the value was not available on the transmission. Shock impedance was approximately 65 ohms at implant and trended data showed variable impedance measurements between 81 ohms and 122 ohms. The presenting electrograms showed appropriate function with no evidence of noise. Additional information was received that this device was intermittently emitting tones. A boston scientific technical services consultant informed the patient tones are normal operation and are an alert for the previously reported out of range shock impedance. The patient contacted her following physician for discussion. The system remains in service and no adverse patient effects were reported.